Event description:
Dr complains new needle shaft bends too easily. He has bent more than one. Claims it bends in middle as he is applying side to side pressure in order to re-direct tip to take bone sample. Co spoke with contact in purchasing, as dr was unavailable. Evidently, at one time the needle broke and pt was taken to o.r. For removal. This was never brought up until co went to see the account and it happened a while back, maybe months ago.